Manufacturer narrative:
D10. Concomitant products: oms-t12bt, oms-t12bt trocar blunt tip 12 str uux5 (lot p4j0943); oms-t12bt, oms-t12bt trocar blunt tip 12 str uux5 (lot p4j0943) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic assisted laparoscopic prostatectomy, in initial trocar placement before docking the robot. The seal on the trocar disengaged from the canula and tore. No component fall into the cavity of the patient. This issue occurred on three devices. A new device was opened and used to resolve the issue and complete the case. No patient complications have been reported as a result of this event.